Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a broken lead. It was also reported that the broken lead was confirmed through x-ray.

Manufacturer narrative:
A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had a broken lead. It was also reported that the broken lead was confirmed through x-ray.

Event description:
A report was received that the patient had a broken lead. It was also reported that the broken lead was confirmed through x-ray.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.